Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous celiac artery. A 3mm x 12cm interlock¿ was selected for use. During procedure, this device was used after a 0.046 inch/1.2mm non bsc microcatheter reached the lesion; however, the coil became stuck inside the catheter and unraveled. Upon removing the device, several loops of the coil were noted on tip of the microcatheter which could not be pushed out any farther as resistance was encountered. The coil was simply pulled out and retrieved. The procedure was completed with another of the same coil. No patient complications were reported.